Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that one week post implant, the left ventricular lead exhibited dislodgement and loss of capture. The patient presented on (B)(6) 2018 for lead revision procedure. The lead was explanted and replaced. No further information was available.

Event description:
New information received on 9/4/2018 indicated that the patient was stable prior, during, and after the procedure.